Event description:
It was reported that the pump touch screen was missing pixels. Customer's blood glucose was 45 mg/dl. Customer consumed carbohydrates to address their bg. Replacement pump was sent to customer to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.